Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set with pah that when the clinician retracted the wingset, blood flowed out of the other end onto a gloved clinician hand. No patient impact or medical intervention was reported.

Manufacturer narrative:
D2b: medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received photos or samples for review and analysis. However, 30 retain samples were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device. All samples passed testing exhibiting no signs of damage or leakage during use. Therefore, this complaint cannot be confirmed based on the retain sample draw testing results. In addition, the 30 retain samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no evidence of defects or leakage. Therefore, this complaint cannot be confirmed based on the retain sample retraction lockout testing results. Bd is unable to confirm the customer¿s reported failure mode of leakage based on retain sample testing analysis. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set with pah that when the clinician retracted the wingset, blood flowed out of the other end onto a gloved clinician hand. No patient impact or medical intervention was reported.